Event description:
Reporter stated that he had a hip resurfacing in (B)(6) 2007. Reporter stated that hip failed in (B)(6) 2008. Reporter stated he had pain and suffering because of the hip. Reporter says he had to get a revision in (B)(6) 2009.